Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 470 mg/dl. Customer stated that the insulin pump had clicking sound at the time of bolus. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer stated that without reservoir no clicking hear. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing.(B)(4).